Event description:
It was reported this biliary stent was successfully placed in the iliac artery via an ipsilateral retrograde approach. Resistance was then encountered removing the delivery system through the introducer sheath exertion against resistance resulted in the distal taper tip detaching from the delivery sytem but remaining on the guidewire. Exchange for a larger sheath resulted in removing of the entire system, including the guidewire and detached distal taper tip, as a unit. The procedure was successfully completed with this unit. No pt sequelae resulted from this event and the pt's condition is good. The stent remains implanted in the pt and the user facility will not release the delivery system for eval. Therefore, no failure analysis is available. This device was used in a non-indicated procedure, iliac artery stent placement. It was indicated the stenosis was highly calcified. It was also indicated resistance was encountered during removal of the delivery system and continued exertion and manipulation attempts were imposed in an attempt to forcibly remove it. The co believes these factors may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms... Dilate the stricture as necessary with a balloon dilatation catheter using conventional technique... If the stent is not fully expanded at some points along the stricture, the stent can be dilated with a balloon catheter."